Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angluation. In addition, we confirmed that the lg prong top assy looseness; however, it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Image disturbance during angulation.